Event description:
It was reported to the inspiremd territory manager that during a transfemoral case, after stent deployed and case completed, the patient has a thrombosis event. Physiciaans stated that 15 minutes after the event she was pulling clots. Patient was on anti-coagulants. Physician revealed during a follow up conversation with inspiremd territroy manager on (B)(6) 2025, that the patient is neurogically intact and that the artery is open. Physician stated that she believes that there is a fracture of the stent. Follow up report a root cause investigation was conducted for this event which included an internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the thrombosis event could not be found, and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Manufacturer narrative:
Analysis of imagery of the clinical procedure concludes that the stent did not fracture. Additional analysis and investigation is in-process.

Event description:
It was reported to the inspiremd territory manager that during a transfemoral case, after stent deployed and case completed, the patient has a thrombosis event. Physiciaans stated that 15 minutes after the event she was pulling clots. Patient was on anti-coagulants. Physician revealed during a follow up conversation with inspiremd territroy manager on (B)(6) 2025, that the patient is neurogically intact and that the artery is open. Physician stated that she believes that there is a fracture of the stent.

Manufacturer narrative:
Analysis of imagery of the clinical procedure concludes that the stent did not fracture.additional analysis and investigation is in-process.